Event description:
Information was received indicating that a smiths medical portex® epidural catheter became disconnected from the duraflex catheter. A hole was reported in which the infusion leaked. There were no reported adverse effects.